Manufacturer narrative:
While troubleshooting the issue with spacelabs healthcare technical support, the customer stated that all displays came back on. Technical support advised the customer to contact their biomed to perform further troubleshooting. In a follow up call with the customer, the customer stated that the device was functioning as expected and no further details were available relating to the reported issue. No further support was requested. Cause of failure could not be established. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station had become frozen and unresponsive, impacting the users' ability to monitor several patients. There was no patient or user harm associated with this event.